Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient rep was concerned the implantable neurostimulator (ins) might be damaged or malfunctioning. The caller stated that the patient had a seizure today and they were in the hospital at the time of the call. The patient felt like they were being shocked, and they were jerking like they were being shocked. The caller stated that the patient's jaw was clenching and their "whole facial everything is out of whack," which they said was not typical for parkinson's symptoms. The caller also stated that it almost felt like there was a kink in the "line" near the patient's carotid artery, and on the opposite side of the patient's head (where there was no "line") their muscles were contracting and they were sore from that. The caller stated that the patient's therapy was turned on at the time of the call. The caller contacted the patient's managing healthcare provider (hcp) office, hcp advised the caller to see if they could get a manufacturer representative (rep)  to come to the hospital to check the ins. Agent advised the caller to have the hospital call national answering service so they could page the nearest rep. Agent provided the answering service's phone number to the caller. The patient was redirected to their hcp to further address the issue.